Event description:
I ordered a resmed airsense auto set CPAP device. I used it only 5 nights and returned it due to a harsh chemical order produced by the pressurized air coming from the device to the CPAP mask. My determination was the order was from the operation of the device, not any other source. Others have found the same problem with the same brand/model CPAP. The device was replaced with a resmed airsense 10 that does not produce the odor.